Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited high capture threshold. During a normal device change out procedure, the lead was capped and replaced successfully.